Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor has the identifying lot number(s) been provided.

Event description:
Post-op x-ray revealed that two solanas screw had fractured and broke mid-way of the threaded shank. The solanas cervico-thoracic fixation system remains positioned from the c3 to t1 with the broken anchors both secured within the patients t1 vertebrae.